Event description:
The reporting facility reported an event involving insertion of an 1104b lot # 305000154697. Fifteen minutes post insertion of the intracranial pressure catheter - the catheter was reading a negative 15 and had no waveform. The catheter was removed, a new camino 1104b was inserted (same mpm) without incident and normal reading. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.